Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, manufacturer name/address, catalog #/lot #, implant date, 510k, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: in (B)(6) 2006, patient was implanted with a depuy asr hip implant. Hes had prolonged exposure to sustained high levels of metal ions, which poses a future health risk and requires medical evaluations and future monitoring. There is no mention of revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
The patient name was updated and added the date of revision, event date, and lawyer.